Event description:
Olympus medical systems corp (omsc) was informed that during a bronchoscopy, the user found the radiopaque tip of the subject device fallen into the lung of the pt on the x-ray monitor after biopsies using the subject device, a biopsy forceps (B)(4) and a curette (B)(4). The user reportedly retrieved the radiopaque tip from the pt using mall diameter bronchoscope and an uncertain biopsy forceps. The pt was reportedly hospitalized as scheduled.

Manufacturer narrative:
Olympus followed up with the user facility to obtain detail info, however, omsc could not received the info related to the condition of the pt after the procedure. The subject device referenced in this report was returned to omsc for eval. The eval confirmed that there are scratches at the inner surface of the distal end, and deformations and buckling at the distal end. The exact case of the reported phenomenon could not be conclusively determined. However, improper handling, such as investigation of the biopsy forceps with excessive force by user, could not be ruled out as a contributory factor to the reported event. This report is being submitted as a medical device report in an abundance of caution.